Event description:
It was reported that the pump reset unexpectedly. Customer¿s blood glucose (bg) level was 580 mg/dl high ketones. Elevated bg was addressed via manual insulin injection. Customer's husband assisted customer with changing pump supplies and resuming insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.